Event description:
The patient reports her charger is unable to locate her ipg. The patient reports she has not used her scs system for the past month (approximately date (B)(6) 2014). A replacement charging system (model 3726) did not resolve the issue. Follow up information identified the sjm representative confirmed that the external devices are unable to locate the ipg. The patient reports she recharged her ipg on a daily basis prior to losing the ability to locate and recharge the ipg. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.